Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that the biomedical engineer performed a reconnection of the console cart and the issue was resolved. There was no need for repairs and the unit is back in clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not power on. It is possible that there was a disconnect between console cart, biomed will attempt reconnection. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involved. However, there was no adverse event reported.